Event description:
A us distributor reported that a monitor failed a pulse test.

Manufacturer narrative:
During evaluation, it was found the monitor failed to fire pulses. This was due to a defective q5 component. The root cause of the defective component cannot be positively identified. There was no adverse event that resulted from the damaged monitor.